Event description:
Cassette is creating an ma (motor alarm) on pump.

Manufacturer narrative:
Priming: could not prime the cassette as described in the user manual. Primed the cassette by attaching it to the pump and a medibag filled with deionized water. Activated the pump to complete the priming operation. The cassette leaked during the priming operation. Disassembly and visual examination of the c-flex. Tubing: the tubing set was visually examined at approx 20x. During visual examination, it was evident that the bonding was incomplete between the c-flex and the downstream tubing, causing the leakage. Conclusion: the customer complaint of a leaking cassette was confirmed. Based on the priming, disassembly and visual examination, it was evident that the incomplete bonding of the c-flex to the downstream tubing caused the leakage. The device history records could not be reviewed, the lot number is unk. The trend analysis indicates that this conditions is not a systemic problem. This is being filed due to an audit. No further action to be taken.